Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of chest pain and myocardial infarction with subsequent death. However, there is no documentation in the file to show a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. This patient has a history of cardiac disease including congestive heart failure. All dialysis patients are at an increased risk for mortality with the greatest cause of death being cardiac disease and approximately 20% attributed to acute myocardial infarction. Patients with heart failure in peritoneal dialysis increases the risk for cardiovascular death by more than threefold. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s myocardial infarction and death. Plant investigation: no parts were returned for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in treatment (unknown phase and cycle) on (B)(6) 2019 when she began having chest pain. The patient was disconnected from treatment and transported to the hospital via emergency medical services (ems). Once the patient was at the hospital, she suffered a massive heart attack and expired. The hospital records list the heart attack as the cause of death; however, the death certificate has not been made available. The patient has an extensive cardiac history including congestive heart failure and hypertension. The patient had received a new liberty select cycler on (B)(6) 2019 and did not experience any issues prior to death. No further information was available as the patient¿s peritoneal dialysis registered nurse (pdrn) cannot reach the patient¿s daughter.